Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked battery tube threads and a reservoir tube lip and belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.